Manufacturer narrative:
(B)(4). Baxter received one sample for evaluation. Visual inspection of the sample confirmed the reported condition of a leak. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. If additional relevant information becomes available, a follow up report will be submitted.

Event description:
It was reported that a three gang large bore stopcock had broken. The break was between the second and third manifold and had occurred during infusion. There was patient involvement, however there was no report of adverse event in association with this event. Additional information was requested but is not available.